Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The 75% stenosed, 18mm x 2.25mm target lesion was located in the severely tortuous and severely calcified left main trunk (lmt) to circumflex (cx) artery. After ablation with a rotablator, a 2.25x20 synergy drug-eluting stent was advanced but failed to cross the lesion after several attempts. The 2.25x20 synergy stent was exchanged with a 2.25 x12 synergy drug-eluting stent and was advanced to treat the target lesion. However, the device still unable to cross the lesion and the physician then noted that the 2.25 x 12 synergy drug-eluting stent was caught by the calcification and fell off into the lmt-cx. The stent was unable to be retrieved so the physician decided to deploy a non-bsc stent to push the dislodged stent into the vascular wall and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.